Event description:
The hcp reported that patient complains of surges of drug. The patient was admitted to the hospital in a "comatose state". The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information is received.